Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the valve, a pledget and pieces of the sewing ring with host tissue were received for analysis. The sewing ring was removed during explant exposing part of the stent. The valve is distorted; oval shaped but the stent appeared to have been cut at explant. All leaflets were slightly stiff but flexible. A tear or abrasion in the belly of the right cusp appeared to be due to contact with the bias cloth along the outflow rail. The right non-coronary commissure appeared intact. Tears on the non-coronary left and left right commissures appeared to have occurred during explant. Both commissures appeared to have been intact prior to explant. Pannus covered the existing sewing ring on the inflow adjacent to the left cusp extending over the tissue and base stitching and slightly over the cluster of mineralization in the left right inferior coaptive area. Pannus remained attached to two pieces of the sewing ring received with the valve. Pannus remained attached to all outflow rails and stent posts. Radiography showed mineralization in the left right commissure, the existing sewing ring adjacent to the commissure, and in remnants of the sewing ring. The device history review of this product was performed, there was no issue identified regarding manufacturing and sterilization (raw materials, manufacturing time period, packaging and labelling, or sterilization load) that would have impacted this event. Based on the received information and the return product analysis, the valve distortion could be a contributing cause to the paravalvular leak (pvl). Exactly when and how the distortion occurred cannot be determined; however per procedures, each valve is inspected for distortion and this valve passed the inspection prior to release for distribution.

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 16 months after the implant of this bioprosthetic mitral valve, a routine follow-up echocardiogram showed moderate paravalvular leak (pvl). Interventional cardiology attempted to repair the pvl using a guidewire catheter, but were unsuccessful. Subsequently, the valve was explanted and replaced with another manufacturer¿s product. Upon explant, a perforated leaflet was observed. It was suspected by the physician, but could not be confirmed, that the perforation was caused by the guidewire use. No subsequent adverse patient effects were reported.